Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported drain issues during treatment. He felt pressure, could not breath or lay down. Drain 0: 5500ml; drain 0: 5548ml. The reported drain volume of 5500ml was 183% over the expected drain volume and the reported drain volume of 5548ml was 185% over the expected drain volume, which resulted in a reportable device malfunction. The pt's pdrn confirmed no medical intervention was required during or following the event. The pt continued with pd treatments in stable condition. Treatment sheets were requested.